Event description:
It was reported that a malfunction alarm occurred with the code "malf 9." There was no adverse impact to the customer's blood glucose level. Technical support provided instructions on how to reset the pump, assisted the customer with the reset process, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to report any further issues if they arise.